Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum and a peritonitis is a known complication of the use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. On (B)(6) 2016 the patient was diagnosed with a localized pneumoperitoneum and peritonitis. There was favorable evolution after antibiotics given.